Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent pelvic tumor curettage and fixation. During the surgery, screw fixation was performed at the distal fibula using the cancellous screw in question. The screw was inserted after drilling to the contralateral side without tapping, and it fractured during insertion. The tip of the screw that remained inside the body has been removed, and no fragment remains in the body. The surgery was completed successfully within a 30-minute delay. The surgeon requested information regarding the cause of the screw fracture. No further information is available.